Event description:
It was reported that during the implant procedure, the screw was not able to be tightened on the lead. The device was not implanted was replaced. The patients condition is good after the procedure.

Manufacturer narrative:
The reported inability to tighten the rv df-1 setscrew was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported field event could not be determined.